Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Root cause has been identified as the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D6a. Implanted date: unknown date in 2021. D10. Dural alpha insert neutr kk/32 item# 0100013411 lot# 3050069. Suloxâ¿¢, head, m, ã¸ 32/0, taper 12/14 item# 173206 lot# 3061339. Avenir muller stem 5 standard item# 0106010005 lot# 3028611. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed on an unknown date in 2021. Subsequently, the patient required an additional arthroscopic procedure to treat ossifications. No additional details have been provided thus far. Diligence is completed and no further information on the reported event has been provided.